Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, the patient is experiencing a potential non-union, and has pain and swelling at the first tmt joint. Radiographic images from a post-op follow-up shows a screw is backing out of the plate. No other patient outcomes were reported as a result of this event. Additional information indicates the surgeon was concerned that the patient had been too aggressive with weight bearing after transitioning to an athletic shoe 6 weeks post-op. The device was not returned for evaluation as it currently remains implanted in the patient with no scheduled plans to revise. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the backing out of the screw, it is likely that patient non-compliance contributed to what was reported. The company will supplement the MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2024-00128.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, the patient is experiencing a potential non-union, and has pain and swelling at the first tmt joint. Radiographic images from a post-op follow-up shows a screw is backing out of the plate. No other patient outcomes were reported as a result of this event. All hardware currently remains implanted. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.